Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was disconnected. A field service engineer (fse) guided customer through a hard shutdown procedure, including reseating the network cable at the communication sled and the green wall port. It was found that the rj-45 cable had been plugged into the wrong port on the communication sled, causing the station to be undetected on the bus and resulting in communication issues. After correcting the connection, the user was able to remove medications. The nurses successfully retrieved their medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the device was disconnected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.